Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing unexplained alarms and unusual pump behavior. The pump history showed frequent, unexplained low voltage alarms without external power alarms, as well as pump stops. The patient arrived at the emergency room with pump flows recorded at 6.0 lpm. They were admitted at approximately 17:30 with complaints of shortness of breath and non-specific pain. Shortly after, pump flows began to increase and as they exceeded 8.0 lpm, the patient became unresponsive. A code stroke was called by the emergency room medical staff as pump flow continued to increase. An ischemic stroke was diagnosed. Pump flow then decreased to less that 2.0 lpm which prompted the emergency room staff and the cardiology team to intubate the patient. The patient's warfarin dose had been lowered in (B)(6) 2024 due to anemia and concern for gastrointestinal (gi) bleeding. The patient was mechanically ventilated and received inotropic and pressor support and bumex (bumetanide). The log file captured the following on (B)(6) 2024. At 04:04:56 low power advisories were active, then at 05:01:54 low power hazards were active. At 05:21:15 a no external power alarm was active, then at 07:40:05 the pump stopped due to no power. At this time, the system controller clock was reset. At 17:49:11, it appeared that the pump was restarted. The time and date were reset at this time, and it was noted that the restarted time may not have been accurate. At 18:06:19, low flow events started and the pump flow dropped below 2.5lpm. At 18:18:38, there were no more low flow events and the pump appeared to be functioning as intended. At 18:19:19 the pump was running at 5200 rpms and had a flow of 2.7 lpm. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the log files confirmed events consistent with a foreign material, such as thrombus, being ingested into the pump, contacting the rotor, and then passing through the pump. A direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log files collectively contained events from 06aug2024 through 17aug2024. A motor instability left ventricular assist device (lvad) fault flag was observed on 17aug2024, along with rotor noise (rot_noise) lvad live info flags. Additionally, slight increased power resulting in slightly elevated calculated flow estimates was observed during these events as well. Based on previous experiences, the recorded rotor noise faults, as well as the increase in rotor noise and rotor displacement values, with the power elevations appeared to be consistent with something passing through the pump. Additional low flow hazard alarms were captured on 17aug2024. No other notable events or alarms associated with the pump were captured. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including stroke and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.